Manufacturer narrative:
The bur subject to this investigation was returned to the manufacturer for evaluation, it was visually confirmed the head of the bur was broken from the shank. The returned bur was measured where possible and all dimensional specifications were met. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.

Event description:
It was reported that during a flexor tendon repair on the left hand, the bur broke. It was also reported that the broken piece did not fall into the surgical site. It was further reported that another bur was readily available and the procedure was completed successfully.